Event description:
It was reported that the implanted plate was fractured and was removed from the patient. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: italy. Reported event was confirmed as visual examination of the returned product/provided pictures identified the plate is fractured through a conical threaded hole. Surface scratches and bio debris is seen throughout the device. The returned device was evaluated with optical microscopy and scanning electron microscopy. The presence of fatigue striations on the fracture surfaces suggests the fatigue failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.